Event description:
It was reported that the patient felt "unwell." The patient was standing behind a car that had "spun" its tires and launched a "projectile" that lodged itself into the patient's implantable cardioverter defibrillator (ICD) pocket and into the patient's device. The patient mentioned when they tried to removed the projectile they had to hold down the device to remove it. The device was unable to be interrogated and had a noticeable puncture. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.